Event description:
It was reported that the ventilator alarmed for high o2 concentration. The patient involvement is unknown. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The ventilator was investigated on site and the air gas module was replaced and returned for investigation. The air gas module regulates the inspiratory air gas flow to the patient. The reported problem was not reproduced during test of the returned air gas module in a reference ventilator. No deviation during pre-use check and no alarms were generated during ventilation, nor any deviation during tests in the production test system. The received device log confirms the reported problem. The reported problem could not be reproduced, therefore the cause could not be determined in this investigation.

Event description:
Importer ref. #:(B)(4). Manufacturer ref. #: (B)(4).